Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered inappropriate atp therapy due to the patient having an intrinsic junctional rhythm. The device was reprogrammed and remains implanted. The patient was fine following the event.